Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022. On (B)(6) 2024 the firm was notified that the patient was in the operating room undergoing a full system explant. Per the physician, the implantable pulse generator (ipg) was successfully removed along with one tined lead. The second tined lead fractured during the removal process and a portion of the lead was left implanted. The reason for the explant was not provided despite multiple attempts by the firm to obtain information.

Manufacturer narrative:
Review of patient history found no previous complaints or events over aproximately two years that the system was implanted. There is no indication that the system failed or malfunctioned. The physician's office has been contacted for additional information and is pending reciept of that information in order to complete investigation.